Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the device does not provide an alarm. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to power on using both ac and dc power. The unit was able to obtain readings and the alarm alert conditions were found to function as designed. Further analysis indicated the j4 connector on the core board was damaged and on the j5 connector of the system board multiple pogo pins were stiff; however these failures were not found to impact the device's ability to provide a crisp, clear, and fully audibly alert. The reported issue was not confirmed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device does not provide an alarm. No consequences or impact to patient were reported.